Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "required completion with a manual posterior vitrectomy" (no code available). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed "cassette draining please wait", but the cassette would not drain. The cassette was switched out and then it would drain. Additional info received from the nurse reported that 3 of the 8 cases required completion with a manual posterior vitrectomy using a 23 gauge flynn. The remaining 5 cases were completed after the cassette was switched out and the system was rebooted. Additional info on pt status has been requested.